Manufacturer narrative:
Pump has been tested several times using water, and each time when bag was empty pump stopped pumping and alarming no food (or pump finish dose: alarming "dose done"). All alarms have been checked and work properly. Complaint could not be duplicated.

Event description:
Customer stated that the pump is running after the bag is empty. Rate and dosage provided are 37 ml/hr and 360 ml. There was no patient impact reported.